Manufacturer narrative:
(B)(4). D10: 802203202, item name: femoral head 12/14 taper 32 mm diameter +0 mm neck length, lot / software release #: 3192199; 574101020, item name: femoral stem cementless collarless standard offset 12/14 taper size 2, lot / software release #: 3158218; 110010247, item name: g7 osseoti 4 hole shell 58mm g, lot: 66526631. G2: foreign: norway. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 19 days post implantation due to an infection and subluxation of the head and liner. There is no additional information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure 19 days post implantation due to an infection and subluxation of the head and liner. Patient was noted to have a positive culture for enterococcus faecalis proteus mirabilis. Patient was given dicloxacillin by mouth for approximately 3 months. It was noted during the revision procedure, the surgeon noted necrotic infected tissue. There is no additional information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided. Medical timeline was created; patient had an initial tha. Patient was revised due to positive culture for enterococcus faecalis proteus mirabilis. During the revision, necrotic and infected tissue was removed around the stem. It was also noted the head would dislocate backwards and upwards on the edge of the liner, and likely subluxations had occurred. Due to the high risk of dislocations, the liner and head was removed and new liner and head placed. No other complications noted. A definitive root cause cannot be determined based on the medical record/timeline, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.